Manufacturer narrative:
The reported failure of a machine flow drift ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. And the reported failure of system leak verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo was returned to the manufacturer for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a ventilator inoperative alarm condition indicating a machine flow drift was observed in the device's downloaded event log. The device's machine flow sensor was replaced to address the issue. The device failed a system leak verification test step during testing. The device's proportional valve was replaced to address the issue. Additionally, not related to the reportable issues, the device alarmed for a motor controller shutdown and a sensor offset during drift calibration alarm. The device's blower assembly and system board were replaced to address these issues. They would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.